Event description:
It was reported that customer was performing thyroid surgery and routinely performed preoperative examinations for patient and the I ntubation was normal. After intubation, the cuff was found to leak and could not be used normally. The leak was evident when trying to inflate the cuff to establish the airway during the intubation process. In order to not affect the surgery, replaced with another cannula to ensure the smooth progress of the operation. The leak was not discovered by the user prior to intubating the patient. There was no delay in the surgical procedure. There was no patient or staff impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found visually, there were no defects in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. Leak tests were performed on the cuff and inflation assembly by submerging both parts under water at separate times and no leaks were observed. The leak test was performed multiple times and no issues occurred. Electrically, for further analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were as follows: 3.4 ohms (blue), 3.6 ohms (blue with clear tubing), 3.4 ohms (red), and 3.3 ohms (red with clear tubing), in which all electrodes were within specification. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.